Event description:
During a hysteroscopy, the karl storz light cord detached from the myosure hysteroscope and fell onto the drape covering the patient. The light source was removed immediately from the drape when this occurred, but the patient sustained a burn to her abdomen. There is a coupling that is used between the light cable and the hysteroscope. The coupling only has a few threads that screw into the light cord, making it easy for the cord to detach from the light source, which is very hot. The other end that screws into the hysteroscope has many more threads and keeps the scope securely attached.